Event description:
New information received notes that corrective intervention was taken to repair the device. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of unable to pair to an mtx was not confirmed. The information provided was reviewed by abbott engineering and there was no evidence of an attempt to pair with an mtx phone. If additional information is received the investigation will be re-opened and re-assessed.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of unable to pair to an mtx was not confirmed. The information provided was reviewed by abbott engineering and there was no evidence of an attempt to pair with an mtx phone. It was reported the patient was unable to pair with an mtx and iphone. Review of the session records and patient application logs discovered that the device¿s normal advertising was disabled between 1-11-3/7 and was re-enabled on 3/7 with a successful connection using an iphone. There is no device malfunction suspected.